Event description:
It was observed that during device evaluation, the bronchovideoscope adhesive around the objective lens had foreign objects. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. Correction- e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the user possibly could not perform reprocessing properly due to leakage from bending section cover and remove the foreign material. However, the root cause could not identified. The following is included in the instructions for use (IFU): detection method is described in bf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in bf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.